Event description:
AED does not turn-on. No pt use is associated with this event.

Manufacturer narrative:
(B)(4). Due to age of unit, customer advised to remove AED from service. Customer will not be returning device for eval. Date of MFR: month unk, manufactured between the years 1999-2000. The AED is not going to be evaluated. This report is based on the info provided from the customer.